Event description:
The physician deployed of a non medtronic brand stent and during attempted delivery of an ivus a dissection was observed distal to the deployed stent. An integrity rapid exchange (rx) coronary stent was used for treatment of the dissection in the proximal circumflex. The patient anatomy was difficult with a >90 bend in the proximal circumflex. The physician attempted to deploy the integrity rx stent but was unable to do so and on removal in was noted the stent was damaged and that it had displaced proximally on the delivery system. The patient is doing well post procedure and no clinical sequelae were reported. Evaluation summary: the distal tip was flared on one side indicating that it may have been stubbed during advancement. The balloon folds were opened and disturbed. There was crimp impression evident on the balloon. The stent was displaced proximally on the device with the proximal and mid stent segments positioned over the distal shaft and balloon bond. A number of struts on the 1st and 2nd proximal stent segments were deformed, raised and pulled distally. A number of struts on the 1st distal stent segment were misaligned.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent deformation and failure to deliver stent). Patients condition affected effectiveness of device (difficult anatomy and > 90 bend). Caused by another device/drug (previously deployed stent). Results: another device caused failure (previously deployed stent). Device failure/lack of effectiveness related to patient condition (difficult anatomy and > 90 bend).